Event description:
A malfunction was reported on the pump, identified with a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support arranged for the pump to be replaced, providing a new device with updated software and offering training through the customer¿s tandem source account. The customer reverted to manual injections for insulin therapy.